Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to infection. No additional adverse patient effects were reported. This crt-p was explanted.